Manufacturer narrative:
(B)(4): product evaluation: when received for analysis by our qe, the condition of the device showed customer use as there was a syringe attached to the valve and minor residue was present throughout the working length of the device. Upon visual evaluation, a syringe was found attached to the valve assembly. No obvious damages were found on the working length of the tube through naked eye. During manufacturing, 100% inspection is performed on all devices for cuff leakage. A cuff water test was performed by submerging the inflated cuff in clean, deionized water. The cuff was inflated and submerged, and bubbles were visible indicating a leak in the cuff (towards proximal end). Under magnification, the cuff appeared to have small tear / puncture. The most likely underlying cause of the issue appears to be related with device 'mishandling' which may include inadvertent contact of cuff with another object during handling/use. Method: microscopic inspection. (B)(4).

Event description:
It was reported that during a total thyroidectomy, the cuff on the emg tube would not hold air. This was discovered after intubating, and the patient had to be re-intubated with another device. The patient suffered no injury during the process.